Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The report suggests a leak occurred during clinical use due to a separation. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of leakage and separation was confirmed. Visual inspection observed that the downstream tubing had separated from the tubing to tubing connecter. A closer inspection noted residual solvent marks at the engagement area of the tubing. Functional testing was not performed due to the separation. The cause of the leakage was separation of the set. The root cause of the separation was not identified.

Event description:
The report suggests a leak occurred during clinical use due to a separation. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.